Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer . The volume of the leak was about 60 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument. The fse found that the tubing through pinch valve vl46b had a hole in it. The fse also found that the tubing through pinch valve vl41 had popped off the fitting. The fse replaced the tubing through pinch valve vl46b and the first leak was fixed. The fse reattached the tubing at pinch valve vl41 and the second leak was fixed. The repairs were verified per established procedures. (B)(4).